Event description:
Analysis was completed on 01/11/2016. The cause of the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered back onto the serial cable printed circuit board, no further anomalies were identified.

Event description:
The serial cable was received on 12/16/2015. Analysis has not been completed to date.

Event description:
It was reported that a physician was unable to interrogate a patient's generator with her tablet. Upon further investigation, the physician was intermittently unable to communicate with a demo generator as well. Through troubleshooting, including trying multiple configurations of different tablets, serial cables, and wands, it was determined that the serial cable was the cause of the intermittent communication. Once the serial cable was replaced, the communication issue resolved. The patient's generator was not suspected to be the issue. The faulty serial cable has not been received to date.